Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and imagery evaluation revealed calcification in patient sinotubular junction and aortic root, balloon fully inflated before burst and balloon burst upon full inflation. A device history record DHR review, lot history review was not done due to limited device information. An existing technical summary captures the complaint history review, manufacturing mitigation review and instructions for use and training manual review. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for failure balloon burst, was confirmed by provided imagery. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. In addition, due to unavailability of work order information, review of the DHR and lot history was not able to be performed. Therefore, the presence of a manufacturing nonconformance could not be determined. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing yone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per medical opinion, the balloon ruptured when inflating the valve when it got to nominal diameter. While the provided information stating no calcification in stj or annulus, provided 3mensio report shows otherwise. Calcification was present in sinotubular junction stj and aorta root area. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration can cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors calcification contributed to the balloon burst. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions CAPA nor product risk assessment pra escalation are required.

Event description:
As reported, they were able to get the delivery system into esheath without difficulty, however the balloon ruptured when inflating the valve when it got to nominal diameter. There was not any annular calcium or stj calcium so no cause was determined. The valve seemed fully inflated and there was no pvl or significant gradient noted. They were able to pull the delivery system into the sheath with minimal difficulty. There was no patient injury.

Manufacturer narrative:
Investigation is ongoing. Device not returned. H3 other text: device not returned.